Event description:
A memory lens implanted in pt's eye in 1999 was diagnosed as opacified. Visual acuity reported as 20/60. The report indicates that the surgeon plans to explant and replace the lens in the near future. Several attempts have been made to obtain additional information. No further information is available at this time.